Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue, however the stm found an event in the iabp event logs "connection to base watch dog test timeout". To fix the issue the stm cleaned dried saline from quick connect area of video cable connection to console, opened, replaced and re-seated heat sink and plastic strip shielding chips on video generator board. The stm then performed full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer cleared for clinical use.

Event description:
It was reported that while in use on patient, the cardiosave intra-aortic balloon pump (iabp) produced a loud squeal noise and shut down. The iabp was rebooted and within minutes the unit reproduced the same loud squeal and shut down again. It was reported that the iabp was running on a/c power at the time and with full batteries. The iabp was replaced to continue therapy. No patient harm or adverse event was reported.